Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection reported stains present on the dressing , establishing a relationship between the device and the reported event. The root cause was identified as a manufacturing process issue and missed inspection quality check. No lot/serial number has been provided, therefore a review is not possible. A complaint history review found no other related event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Case reference: (B)(4).

Event description:
It was reported that, when a new melolin roll was taken out of the package during set-up, there were stains or foreign substances on the dressing, so it was not used for treatment. In addition, a part of the dressing had no cotton. A backup device was used. No delay was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.